Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site subsequent to a motor vehicle accident and has been hospitalized on multiple occasions (dates not reported) due to suspected infections. Fluid was aspirated from the site (date not reported) for analysis, however, the results have not been made available as of the date of this report. The implanted device remains.